Event description:
As reported by the user facility information by bbm sales organization in portugal: "overinfusion (4h instead of 50h)". According to the customer: "hospital recorded an event with a deviation on the infusion during the administration in patient. The infusion was scheduled for 50h, however the entire infusion occurred in 4 hours. Cause of the incident could be related to the twisting of the silicone section of the administration system. Despite the change in the flow rate, regarding what was programmed, the equipment did not trigger any type of alarm."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The complaint is not confirmed. A twisted line caused the overinfusion as shown in the provided photo from the customer. Overinfusion due to mishandling of the disposable. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.